Event description:
During planned removal of uac by sho the line snapped at 13cm. Blood loss from patient. Urgent blood given at 15ml/kg (1st 5ml/kg as bolus).the remainder of the catheter was removed by the nursing team.

Manufacturer narrative:
During the investigation, a catheter fracture was identified 27cm from the hub. Dressing noted to be attached to the catheter. On examination, an uneven aspect of the fractures surfaces was identified. A smooth area was also identified on each of the fracture surfaces. These characteristics are typically associated with partial nick/tear in the catheter, followed by the application of a tensile force. Any damage to part of a tube (catheter) can reduce the axial strength by up to 80% make a fracture on removal significantly more likely. We understood that the catheter was being removed at the time of the incident. In our analysis, we considered wether a pair of scissors, a scalpel or suture cutters was used during the removal process. From previous investigation, we have seen catheters become damaged during removal of dressing or removal/cutting of sutures. Damage has also been seen during securement, if the catheter is nicked by the needle. No obvious signs of moulding deformity or of manufacturing material weakness were identified. No manufacturing related issues were identified during the investigation. The batch review shows that it complies to its specifications. We have also checked our complaint's history, this is the first complaint on this batch.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. This catheter is a 40 cm length's catheter. The batch review shows that it complies to its specifications. We have also checked our complaint's history; this is the first complaint on this batch.

Event description:
During planned removal of uac by sho the line snapped at 13cm. Blood loss from patient. Urgent blood given at 15ml/kg (1st 5ml/kg as bolus). The remainder of the catheter was removed by the nursing team.